Event description:
It was reported that a patient with parkinson's disease who had a deep brain stimulation implantable pulse generator experienced a loss of therapeutic effect, was not moving at all, and was unable to lift a hand to eat. The patient's representative reported receiving a "no device response" message in the therapy application and indicated that the implant battery had died, resulting in the implantable neurostimulator being nonfunctional. The patient was typically responsible for managing and charging the implant, but was unable to do so at this time. The representative, unfamiliar with the device, sought assistance and was guided through the process of charging the implant and turning the therapy back on. The representative successfully connected to the implant and turned the therapy on, but reported no immediate improvement in the patient's symptoms. The representative was advised to contact the managing physician's office to review the patient's symptoms and discuss expectations for improvement. Additional info received from patient that the wireless recharger was unresponsive and the battery indicator lights were scrolling rapidly. As a result, the patient was unable to charge their ins. The ins battery level was 50% at the time of the call. Agent had the caller place the wireless recharger on the dock but the issue persisted. The caller confirmed the dock was plugged in and the power indicator light on the back of the dock was solid green. Agent had the caller reset the wireless recharger, but the issue persisted. The caller mentioned that the patient was storing the wireless recharger in a case when it wasn't being used. Agent reviewed that the wireless recharger should be placed in the dock when not being used. The issue was not resolved. A request was sent to the repair department to replace the wireless recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI #: analysis of wr9200 (serial/lot #: (B)(6) ) recharger found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient rep to ensure that they set up the recharger correctly. Agent assisted. Caller reported that they were able to pair to the patients implant and charge up their implant to 100% prior to calling. Caller successfully set up new recharger.

Manufacturer narrative:
Corrections made in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.